Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the recalled images are not the same as the thumbnail images on the 2800 system. No patient injury was reported.